Event description:
An engineering investigation was initiated on a single field report of a failure to power up when another MFR's 1414 modem card is installed in the rear pcmcia slot. The most likely time for this to occur is during initial device setup. Prior to pt use. However, in the unlikely event the modem is installed after the device is in svc and left installed, it is possible the failure to power up could occur during subsequent use. The event that triggered the investigation was not pt related.